Event description:
Asr revision recommended. Update: reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 14811 . Reason for original complaint ¿ asr revision recommended reason for revision: alval / soft tissue reaction. Asr hip resurfacing system update: date of revision, additional reason for revision, surgeon and hospital from crawfords update spreadsheet dated (B)(6) 2011. (B)(6) 2012 - update from crawfords spreadsheet dated (B)(6) 2011- changed reason for revision, right hip to be revised. Update- added lot numbers to stem and sleeve taken from claimsuite dated (B)(6) 2012 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision on the right asr hip resurfacing system. The previously reported condition is unchanged.